Event description:
An olympus sales rep reported that a small piece from the distal end of a cytoscope was detected in a pt's bladder during a diagnostic cystoscopy procedure. According to a hosp inventory control associate and clinical supervisor, the piece, approx 2 1/2 mm in size, was retrieved with a biopsy forceps and the procedure was completed with the same instrument. There were no injuries related to the occurrence.